Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was not functioning and the "bat replace led" was on. Replaced ups but the new ups did not function correctly. Replaced mobile view station (mvs) power board as well, still did not function. A new second replacement ups was used and the issue was resolved. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the uninterruptible power supply (ups) on the mobile view station (mvs) was beeping. Initially, the mvs would not turn on, but then the biomed at the site changed fuses s10 and s11. The system would then turn on, but the ups would beep. No patient present.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The suspected battery was returned to the manufacturer for analysis. Analysis found that system could not hold the charge with returned battery. Analysis found that the reported event was related to a electrical issue. The suspected battery was returned to the manufacturer for analysis. Analysis found that the returned battery was not able to hold charge. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The mvs power board assembly pcba was returned to the manufacturer for analysis. Analysis found that when the power board was installed in an imaging system, (B)(4) and (B)(4) were alternate on and off at application of power then k2 changes state with bright spark and the cycle repeats. No power to mvs as the ups beeps indication no power and no power to ias. Analysis found that the reported event was related to a electrical issue.